Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was at home and exhibited signs of heart failure. The pt was admitted to the hospital. The pt's international normalized ratio was 1.2 and had a lactate dehydrogenase level of 3940. Inotropes were started. A positive ramp study was noted. It was reported that the pt returned to the operating room on (B)(6) 2014 for a pump exchange. On (B)(6) 2014 the pt returned to the operating room for ECMO placement, respiratory failure and sepsis. Pump thrombosis was noted. The pt subsequently expired on (B)(6) 2014. The hospital staff stated that there was no known product problem with the newly implanted pump. The hospital staff also stated that the pt was not tolerating the pump exchange that was performed at all. The pump was not explanted and was left with the pt. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.